Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined further troubleshooting with tandem technical support. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 140-200 mg/dl. The customer reverted to alternate therapy for diabetes management.